Event description:
It was reported that pocket simulation was noted on this pacemaker. Upon investigation, right atrial (ra) lead damage was noted. This pacemaker and ra lead were successfully explanted and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that pocket simulation was noted on this pacemaker. Upon investigation, low out of range impedances, and high capture thresholds were noted on the ra lead, indicative of a lead specific issue. This pacemaker and ra lead were successfully explanted and was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A magnet test was performed, and while the device did not pass initially, manual retesting was performed without issue. Product analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of pocket stimulation is a known inherent risk of the device.